Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note: in 2007, a gore excluder aaa endoprosthesis trunk-ipsilateral leg component (pxt231414/lot#05198573) and a gore excluder aaa endoprosthesis contralateral leg component (pxc121000/lot#05212283) were implanted.

Event description:
In 2007, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. Post-procedure, the pt did not have a pulse in the right foot. An angiogram revealed that the pt had a small dissection in the right hypogastric artery. A s.m.a.r.t. Stent was implanted and the dissection was successfully repaired. It was reported that the pt has stenosis in the right common iliac artery.